Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient had a left hip revision on (B)(6) 2007 and a right hip revision on (B)(6) 2007 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04171/-04172).